Event description:
It was reported by the customer that when using the bd pyxis¿ es server two new orders of the patient was not crossing on device. The customer stated that this malfunction caused delay in dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server two new orders of the patient was not crossing on device. The customer stated that this malfunction caused delay in dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident. A technical support specialist searched for the example orders on the specified dates but did not find either of them crossing over to the es interface (care communication engine cce). Based on this observation, the tss advised opening a case with pade or contacting the local it help desk to verify whether the hl7 messages were being processed and sent to the cce interface. As it appeared to be a host-side issue where the hl7 messages were not being transmitted to the interface for further processing to the es server.